Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (unknown concentration at 6.991 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient saw a code for motor stall on his personal therapy manager (ptm). The patient called his device manufacturer representative to review the meaning. The patient stated there was no MRI or emi exposure, "therapeutic magnets were impacted." During the call, the patient resynced his ptm and pump and the error code cleared. The patient had left a voicemail for his managing hcp to have the pump interrogated. No patient symptoms were reported. No further complications were reported.